Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak could not be conclusively determined.

Event description:
During the procedure, when the introducer was placed in the heart and flushed, air was aspirated into the device. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.